Event description:
It was observed that during the device evaluation, the colonovideoscope plastic distal end cover and nozzle exhibited foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that the suction cylinder had no color, label on scope connector was damaged, water tightness was lost due to a pinhole on bending section cover, insulation resistance value at distal end did not meet the standard value due to burn on plastic distal end cover, bending angle in down direction did not meet the standard value due to wear of angle wire, and the light guide lens had a chip. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This is a supplemental report to correct the initial MDR. The initial medwatch reported that during the device evaluation, the colonovideoscope plastic distal end cover and nozzle exhibited foreign material. However, the customer returned the device without reprocessing which caused the foreign material to remain. Per the legal manufacturer, this issue is not likely to cause or contribute to death or serious injury if the malfunction were to recur.